Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a routine follow up, noise was observed on the right ventricular lead channel. There were no other electrical anomalies. The lead was explanted and replaced. Externalized conductors were observed at extraction. The patient condition is stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and was found to be within specification.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 10.5-13.0cm from the distal tip. Internal insulation abrasion was noted at 32.5-33.0cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 22.5-22.6cm, 23.5-23.6cm, and 24.2-24.3cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 21.0-21.2cm, 21.0-21.1cm, and 23.5-23.7cm from the distal tip. The etfe coating was abraded at these locations, consistent with the field observation of noise.